Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the proximal and distal ends of the balloon were partially inflated resulting in the proximal and distal ends of the stent flaring / deploying. A stent strut at the proximal edge of the stent was raised / misaligned. It is noted that the device could not have been packaged at the manufacturing site, in its returned condition, as the stent protector would not fit over the balloon and stent. The resistance experienced by the physician is consistent with the fact that the proximal and distal ends of the balloon were inflated. A build up of solidified contrast media was present inside the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered.. The 70% stenosed target lesion was located in the moderately tortuous, non-calcified right coronary artery (rca). It was noted that the target lesion was in a location of poor visualization due to a high thrombotic content. While the 3.50x20mm liberte bare stent delivery system (sds) was being advanced to the lesion the patient began to experience psychomotor agitation and the artery position was lost. The physician attempted to remove the sds; however, there was difficulty withdrawing the device back into the guide catheter. The physician was able to remove the device outside the patient it was noted that the balloon had 'prolapsed' at both ends of the stent, altering the profile of the sds. The procedure was ended at this point. The patient¿s current condition is stable.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous, non-calcified right coronary artery (rca). It was noted that the target lesion was in a location of poor visualization due to a high thrombotic content. While the 3.50x20mm liberte bare stent delivery system (sds) was being advanced to the lesion the patient began to experience psychomotor agitation and the artery position was lost. The physician attempted to remove the sds; however, there was difficulty withdrawing the device back into the guide catheter. The physician was able to remove the device outside the patient it was noted that the balloon had 'prolapsed' at both ends of the stent, altering the profile of the sds. The procedure was ended at this point. The patient's current condition is stable.